Manufacturer narrative:
Lot numbers and quantities: 60341112 (x 30), unknown (x 26), 60347543 (x 21), 60323224 (x 16), 60347300 (x 15), 60347301 (x 13), 60317514 (x 13), 60327645 (x 13), 60323225 (x 13), 60341113 (x 12), 60330262 (x 12), 60335986 (x 11), 60324361 (x 11), 60336894 (x 11), 60320751 (x 10), 60357170 (x 10), 60336893 (x 10), 60347544 (x 9), 60333690 (x 9), 60358903 (x 9), 60303339 (x 8), 60328672 (x 8), 60319241 (x 7), 60322425 (x 7), 60343420 (x 6), 60328670 (x 6), 60358902 (x 5), 60319240 (x 5), 60320253 (x 5), 60296764 (x 5), 60330263 (x 4), 60229408 (x 4), 60332108 (x 4), 60316118 (x 4), 60332109 (x 4), 60338314 (x 4), 60322427 (x 4), 60292889 (x 3), 60317391 (x 3), 60291903 (x 3), 60320254 (x 3), 60319242 (x 3), 60305678 (x 3), 60324359 (x 3), 60325739 (x 3), 60327630 (x 3), 60343186 (x 2), 60297880 (x 2), 60193343 (x 2), 60311315 (x 2), 60341783 (x 2), 60266672 (x 2), 60343419 (x 2), 60334442 (x 2), 60287678 (x 2), 60276236 (x 2), 60302963, 60320746, 60225302, 60311911, 60323226, 60306951, 60304197, 60295221, 60291900, cc03827, 60261709, 60297879, 60300235, 60338312, 60319239, 60286481, 60323882, 60324362, 60176686, 60297881, 60309863, 60290828, 60322426. Two-hundred seventy-seven (277) investigations were completed during the reporting period and no device problem was found for two-hundred seventy-six (276). One (1) returned device was found with a small hole on the suction ring tubing by the luer that connects to the syringe and functional testing was not possible. The cause for this was not established. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This report summarizes 434 malfunction events. The event was related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Ninety-six (96) investigations were completed during the period. In ninety-four (94) of them no issues were identified. For one (1) a visual inspection of the returned product revealed misshaped and bent suction ring edges and when the suction test was performed it failed to meet specifications. How and when damage to the suction ring edges occurred could not be determined. For the other one (1) a visual inspection of the returned product did not reveal any obvious defects or damage however, the suction test revealed the syringe would not stay depressed and vacuum pressure gradually decreased eventually losing suction. For ten (10) investigations it was found that product was returned incomplete. For all investigations no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: ten (10) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: three investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.